Event description:
The patient stated that she has "always had trouble with lows." She stated that her physician has been working with her for 6-7 weeks to regulate her blood glucose readings. She stated that for the last week, she has had more frequent lows in the afternoon and she is experiencing high readings for no reason. She stated that 2 nights ago (12/5/06) her blood glucose was low and she almost passed out. She stated that on 12/7/06 at 1:30 am, her blood glucose reading was 38 mg/dl and her husband gave her either juice or milk and she ate crackers 30 minutes later. She stated that then her blood glucose elevated to 341 mg/dl and she bolused 2.5 units. At 7:00 am her blood glucose was 104 mg/dl and she ate oatmeal and at 9:30 her blood glucose was 48 mg/dl. She stated that her normal blood glucose range is 80-120 mg/dl. She stated she does not have any problems with the pump and that "her body is changing." She stated that sometimes, she gets red spots on her abdomen and the clock on her infusion device is not set correctly. She was educated on alternate infusion sites (she has been using her abdomen for 9 years) and was educated on the importance of setting the clock correctly. The patient stated that she would be visiting her physician on 12/8/06. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.